Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient presented to the emergency room with a dislocated bi-polar hip. The gladiator bi-polar shell had become disassociated from the femoral head. The surgeon removed the bi-polar shell without difficulty or use of femoral tool. He then implanted a new bi-polar shell on the femoral head.